Manufacturer narrative:
(B)(4).

Event description:
The pt developed an indolent infection resulting in removal of the left deep brain stimulator and extension. The extension was replaced about 20 days later. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.